Manufacturer narrative:
(B)(4). Field diagnostic/correction: the service rep found the coaxial cable and the wand of the equipment was faulty; he replaced both. Investigation: the head assembly and the coaxial cable were visually inspected and installed in a test trima and run through a test procedure with no problems found. A pm procedure was performed the same day that this failure was investigated and no other issues were found with the equipment. Trending indicates that this is an infrequent issue by reviewing a format detail code order report for this failure mode. There have only been seven other reports of shock/burn in all the millions of trima procedures that have been performed. Conclusion: undetermined; it is possible that there was an intermittent connection issue with the coaxial cable and the sealer head, or that the operator was using sealer too close to their hand, however, since the part eval revealed no issues neither of these possibilities can be proven.

Event description:
This report is being filed as a result of changes to our MDR evaluation process that were prompted by an FDA inspection. The customer reported that one of the operator's of the trima sealsafe received a minor shock/burn. Multiple attempts to obtain pt identifier info were unsuccessful. This report is being filed due to a shock caused by faulty cable.